Event description:
The user facility reported water leaking from their reliance eps onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hot water hose had disconnected from its fitting allowing water to leak out onto the floor. The root cause of the reported event is attributed to the user facility's hot water exceeding the reliance eps water temperature specifications. The high temperature caused the hose to expand and disconnect from its fitting. The technician counseled user facility personnel on the importance of ensuring the water is within specifications. The technician replaced the hose, tested the unit, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.